Manufacturer narrative:
Medtronic received the following information from a journal article entitled, 'application of an extracorporeal pre-fenestrated stent graft in endovascular repair of ascending aorta and aortic arch lesions', wang l, bai l, zhang y, liu j <(>&<)> li x. Vascular 0(0)1¿7 doi: 10.1177/1708538120950876. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were pre-fenestrated, and implanted in patients for the endovascular treatment of thoracic aortic dissections. The following malfunction was observed; type I endoleak the following adverse events were observed; pancreatitis and renal insufficiency.

Manufacturer narrative:
Update to a4; pt weight. If information is provided in the future, a supplemental report will be issued.